Event description:
It was reported that some of the catheters were found by the medical staff to be blocked. It was then verified that there was no urine output. Patient injury and patient's current condition is unk.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.